Event description:
It was reported that the customer had a crack on the reservoir compartment. Customer has a back-up pump that they are using. Customer ran into a kid playing basketball and the pump fell on the ground and cracked. The crack happened a couple weeks ago. Caller stated that the other pump lost its basal rates. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump was monitored for 24 hours with multiple basal rate. The selected basal was recorded properly in pump history screen. No basal anomaly noted during testing. Pump passed a21 test. No unexpected restart noted. Pump received with cracked reservoir tube lip, cracked battery tube threads and cracked end cap.